Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Almost at the end what confirmation was received that the device was fully fired? The surgeon was able to close the anvil as usual. Did the device staple? Yes. If the device stapled, were there any staples missing from the staple line? No. The device stapled but did not cut anteriorly. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? It was not possible to check the shape of all staples, since we had to open transanally the suture that was not cut by the device. From the laparoscopic view, it was like the b-formation was not ideal. Was the patient¿s post-op care changed as a result of the extended or time? No. What is the current status of the patient? He is doing well.

Event description:
It was reported that during an anterior resection procedure, the device applied properly the staples, but didn't cut. The anastomosis was completed by using a new stapler. The intervention was prolonged for about one hour because was necessary to cut the tissue and retrieve the device embed in the tissue. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Manufacture date: 1/7/2015. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.